Event description:
During a breast reduction procedure the pt incurred a burn about 4-5 inches below the breast. No instrument were laying on the pt, therefore they did not know how this occurred. The burn was excised and sutured.

Manufacturer narrative:
The returned generator was tested and found to function properly and within all specifications. No conditions were found with the returned generator that would cause or contribute to the customer's report.